Event description:
Information received by medtronic indicated insulin pump had battery failed alarm. Troubleshooting was performed. Customer reported no damage to battery and battery compartment. Customer reported insulin pump alarmed battery failed after changing battery. Customer also reported insulin flow block alarm. Customer declined troubleshooting for insulin flow block alarm. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.